Manufacturer narrative:
The facility indicated that the pt safety and quality team are currently performing an internal investigation. A copy of the event history will be provided to baxter. A request was made for return of the device to the product analysis lab for evaluation. The facility indicated that the device would not released to baxter until their pt safety and quality group had completed their eval. This issue is currently being investigated.

Event description:
Initially, the customer contacted the baxter sales representative to report that all three channels on a colleague volumetric infusion pump shut down during patient infusion of critical (unknown) medications resulting in interruption of therapy. The facility reported that the pump shut down, the pt died, and the death was due to the pump shutting down during pt use. As per the recommendation of regional health authority, two (2) pump channels were on close mode and the third channel was a regular infusion not using the dose mode. The incident occurred in the health sciences centre, where the colleague pump was being used to deliver medications to a critically ill pt in the critical care unit. The facility confirmed that the failure code observed was 16:310.